Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo 12.6, -9.5/1.0/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem.cause of the event is reported as unknown.